Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion or occlusion tests due to the broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart, self-test, rewind, displacement, prime and excessive no delivery alarm tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a missing o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 29mmol/l. Customer stated lip of reservoir is missing and does not know when this came off. Customer stated that reservoir fell out of her pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.